Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; "breasts are very malpositioned".

Event description:
Healthcare professional reported right side extracapsular rupture seen on ultrasound and mammogram, capsular contracture baker grade IV, and "breasts are very malpositioned". Healthcare professional reported shortly after right side device was found intact upon explant. Device was explanted and replaced. Capsulectomy was performed.